Event description:
When the physician was deploying the protege everflex stent there was resistance felt initially, and then again during the last few centimeters of deployment. The stent appeared to get stuck on the deployment catheter. After some manipulation of the catheter the physician was able to remove the delivery catheter. There was a portion of the stent still attached to the catheter. The doctor chose to deploy another stent inside the proximal portion of the first stent to cover the broken edge.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the everflex self-expanding peripheral stent system stent segment was received for evaluation without any ancillary devices or cine images from the procedure. The everflex stent segment was returned loose in a pouch. Less than approximately three percent of the stent was returned. The segment included two marker hoops, exhibited stent elongation and fracture.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.